Event description:
It was reported that during a coronary artery drug eluting stenting procedure, difficulty withdrawing the balloon was encountered. The physician, via femoral access, predilated an 80% stenosed lad lesion with a maverick 2.5 mm x 12 mm balloon. The physician then deployed a taxus express2 8.8% 2.75 mm x 28 mm successfully in the lad. After deflating the balloon, the physician encountered resistance when attempting to remove the balloon from the stent. The physician believes that the balloon material became stuck on one of the stent struts. The physician reinflated the balloon to 2 atms and deflated it, but resistance was met again when attempting to pull the device out. The physician gave the device a little tug and the balloon and delivery device were removed successfully and intact. The pt is reported to be in satisfactory condition. No pt injuries or complications have been reported.